Manufacturer narrative:
(B)(4). Guide wire: runthrough, sion blue; guide cath: launcher erad left 6f; stent: resolute integrity 3.5 x 30 mm. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. Evaluation summary: the device was returned and the reported leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was in the proximal left anterior descending artery (lad) with mild tortuosity, moderate calcification, and 90% stenosis. After deploying a non-abbott stent directly to the lesion, the 4.0 x 15 mm nc tenku balloon was delivered for post-dilatation. However, when positioned at the lesion, the balloon did not inflate. So when the balloon was retracted from the anatomy and inflated outside the patient's body, a leak was noted in the shaft about 15 to 20 cm proximal from the tip. So the device was exchanged for a new one and the procedure was completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.